Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to work and wait for at least 30 minutes. When they followed these instructions, the pump began charging using the original charging supplies, and no further assistance was required.